Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed the complete lead was returned intact, with the helix retracted and dried body fluid noted in the helix housing. Cuts and alterations were noted with the outer insulation, but this was thought to have been induced during the explant procedure with electro-cautery use. A resistance test of the lead was performed and failed, with the anode (outer) conductor resistance measuring open, indicating a fractured conductor. Further review noted fractures on the anode observed approximately 296-298 mm from the terminal end, in two locations. An insulation abrasion was also observed in this area as well (296-298 mm from the terminal end), with white residue noted. These characteristics with the fracture and insulation issues are consistent with clavicle/first rib.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. X-ray imaging confirmed the ra lead had fractured due to a subclavian crush. Surgical intervention was performed and the ra lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. X-ray imaging confirmed the ra lead had fractured due to a subclavian crush. Surgical intervention was performed and the ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed the complete lead was returned intact, with the helix retracted and dried body fluid noted in the helix housing. Cuts and alterations were noted with the outer insulation, but this was thought to have been induced during the explant procedure with electro-cautery use. A resistance test of the lead was performed and failed, with the anode (outer) conductor resistance measuring open, indicating a fractured conductor. Further review noted fractures on the anode observed approximately 296-298 mm from the terminal end, in two locations. An insulation abrasion was also observed in this area as well (296-298 mm from the terminal end), with white residue noted. These characteristics with the fracture and insulation issues are consistent with clavicle/first rib. This supplemental correction MDR report is being filed to update section b.1. Adverse event/product problem, which was inadvertently left blank in the previous submission.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. X-ray imaging confirmed the ra lead had fractured due to a subclavian crush. Surgical intervention was performed, and the ra lead was explanted. No additional adverse patient effects were reported.